Event description:
Caller reports an active meter intended to display results in mmol/l is showing values as mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).